Manufacturer narrative:
H2: additional information: h6: health effect - clinical and impact code. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, after a unknown procedure, where an unknown smith and nephew device was used, a patient had to be admitted for observation due to complex partial epilepsy and sdb. During the hospitalization, the patient had several bouts of emesis, followed by poor po intake and dehydration. This delayed their dc and required the overnight stay of the patient. The patient was being treated before treated with ativan, zofra and ibuprofen. Patient outcome is unknown.